Event description:
Additional information was received which stated the patient is receiving effective therapy with the lead that remains implanted. At this time, no further interventions are planned.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his axium neurostimulator system. One lead was implanted at the l5 level and one was implanted at the s1 level. It was reported the patient was experiencing ineffective stimulation. Surgical intervention was undertaken and the lead at the l5 level was explanted, while the lead at the s1 level remains implanted. The patient is to consult with the physician as the next course of action.